Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was received that the patient underwent a pump exchange on (B)(6) 2024. The outcome was not device or therapy related.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was sent to the emergency room (ER) on (B)(6) 2024 because they cut their driveline themselves. Driveline disconnect and pump off alarms were noted. The patient's mean blood pressure was around 80 mmhg. They were conscious and awake but very agitated and refused any invasive treatment including open heart surgery. The alarms stopped after the hospital put the system controller into sleep mode. The hospital monitored the patient's symptoms and blood pressure. They gave IV inotropes through a peripheral line. The patient was discharged home on (B)(6) 2024 against medical advice. The patient condition and decision would continue to be monitored.

Manufacturer narrative:
Section d4 (catalog number): correction. Manufacturer's investigation conclusion: the reported damage to the patient¿s driveline could not be confirmed through this evaluation as the device was not returned for evaluation. Additionally, no log files were able to be provided for review. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 patient handbook, rev. D, are currently available. The IFU and the patient handbook state that if the driveline disconnects from the system controller, the pump stops. The patient handbook further explains that the pump cannot run without power. The IFU and the patient handbook caution the user to avoid pulling on or moving the driveline and further emphasize not to twist, kink, or sharply bend the driveline, which may cause damage to the wires. Damage to the driveline may cause the pump to stop. The IFU and the patient handbook instruct the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). The IFU and patient handbook provide further instruction regarding how to care for the driveline in sub-section entitled "what not to do: driveline and cables." These documents also address system alarms as well as the appropriate actions associated with each alarm condition. Furthermore, the patient handbook provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.